Manufacturer narrative:
Concomitant products: mcs-p3-29-aoa transcatheter valve implanted on (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and short v-v intervals. The rv lead remains in use.  No patient complications have been reported as a result of this event.